Manufacturer narrative:
Eval: release mechanism.

Event description:
It was reported by service report that the back would not stay down. There was no pt involvement and no adverse consequences have been reported.